Event description:
The user facility reported that a runthrough ns guidewire became damaged during an interventional procedure. The following information was provided by the user facility: (1) the target lesion had severe tortuousness and stenosis; (2) when the attending physician attempted to insert the balloon he noted that he "felt something unusual;" (3) the physician removed the runthrough ns guidewire and discovered it had fractured and the distal coil had stretched out; (4) there was no impact to the patient; and (5) the patient is reported as doing "fine."

Manufacturer narrative:
Results - is based upon evaluation of user facility information & the returned sample; is based upon testing of undamaged sections of the returned sample conclusions - is based upon evaluation of user facility information and the returned sample; is based upon testing of undamaged sections of the returned sample the actual sample was returned and evaluated. Visual inspection confirmed that the core wire was fractured approximately 48mm from the distal end, and the stainless steel coil had been stretched but not fractured. Magnifying inspection of the platinum coil segment did not reveal any anomalies and there was no irregularity in the coil pitch. Magnifying inspection of the fractured area showed: (1) there were no dents or flaws that could have caused the fracture on the lateral side; (2) the core wire had been bent toward the fracture indicating the actual sample had been subjected to bending and/or loop and pulling forces; and (3) there were flat parts and a dimple pattern noted on the fracture cross section of the core wire. Measurement of the device indicates that no material became completely detached. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. A reserve sample was used to simulate the observed damage to the returned device. The results suggest that the actual sample was subjected to a combination of loop and pulling forces. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported damage was related to a preexisting device defect or malfunction. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel"; and (2) "when selecting the vessel in which the runthrough ns is to be inserted or when advancing the guide wire through the stenosis, do not turn the proximal end of the guide wire three or more turns in succession in the same direction if the guide wire's tip is trapped. Separation of the guide wire may result." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).